Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device battery was at six and a half years, however, went down to seven months remaining after several months. Boston scientific technical services (ts) advised to send in a remote to analyze data to confirm premature battery depletion (premature battery depletion (pbd) subsequently, this device was explanted due to pbd. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device battery was at six and a half years, however, went down to seven months remaining after several months. Boston scientific technical services (ts) advised to send in a remote to analyze data to confirm premature battery depletion (premature battery depletion (pbd) subsequently, this device was explanted due to pbd. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Detailed analysis confirmed that device have high current drain initially. However, during analysis device started to operate normally and failure mode is unable to be recreated.

Event description:
It was reported that this pacemaker device battery was at six and a half years, however, went down to seven months remaining after several months. Boston scientific technical services (ts) advised to send in a remote to analyze data to confirm premature battery depletion (premature battery depletion (pbd) subsequently, this device was explanted due to pbd. No additional adverse patient effects were reported.